Manufacturer narrative:
An extension fracture was reported to abbott. The broken extension was explanted and replaced with a new one. Therapy restored post-op. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6).

Event description:
It was reported patient's extension was fractured. Patient underwent surgical intervention wherein the extension was explanted and replaced to address the issue. Therapy was restored post-op.